Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was located in a 3.0mm, 70% stenosed, 12.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation and successfully implanting a 3.0 x 16 mm taxus express2 stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient presented with angina and an abnormal myocardial perfusion study revealed apical ischemia. Angiography performed nine days later revealed 80% stenosis in the mid lad. 7 days later, the physician implanted a 3.0x12mm taxus stent overlapping the study stent in its proximal edge with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).